Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received without cartridge reload loaded on the device. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy, the device was fired across the segment of the lung, it was fired across normal lung tissue a couple of times prior to the event. On the third or fourth firing the device did not close all the way and would not close at all. Because the device was difficult to close, the manual release was used to remove the device and there was no trauma to the tissue. The articulating knob was out of joint, the joint turned opposite way of the knob. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (4).